Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2021-05624. All information can be found under manufacturer report number 1416980-2021-05624. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the (light blue) main body of the twist clamp on a ce minicap extended life pd transfer set. This issue occurred during use of the device for peritoneal dialysis therapy; further described as ¿just before its dpca exchange¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.